Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized and the insulin pump alarmed motor error and was not functioning. Troubleshooting was performed, and the drive support cap was loose. The blood glucose reading was 17.4mmol/l, and the customer was treated with insulin pen. Reviewed the alarm history and found multiple motor error alarms. No further information was provided.